Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The blood glucose of the customer was 414 mg/dl. Customer mentioned other blood glucose as 400 mg/dl. Customer stated that cannula was bent. The customer did not experienced any other symptoms. The customer was treated for high blood glucose level. The customer declined troubleshooting. The insulin pump will not be returned for analysis.